Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no complications or patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Test for hi-pot found shorting between the ring electrode and right ventricular vectors. X-ray examination did not find any indication of conductor fractures. The right ventricular shock coil was removed to evaluate the condition of the insulation and found the ring electrode cables lumen was abraded with one ring electrode cable also found to be exposed in this region. The cause of the reported event was due to the abraded ring electrode lumen with exposed ring electrode cable under the right ventricular shock coil.

Event description:
New information received also notes oversensing due to noise was observed on the right ventricular (rv) lead.